Event description:
Customer reportedly obtained results of 320 mg/dl, 409 mg/dl, and 189 mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.